Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that they had ¿been doing this since the 90s and has had 59 replacements.¿ the patient reported that some of the batteries were replaced due to normal battery depletion, but some of them they ¿had issues with.¿ the dates of these replacements remain unknown. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.